Event description:
The user facility reported that during a patient procedure, the gross traction unit did not operate properly. A steris account manger was present at the time of the event and assisted the staff in exchanging the gross traction unit with a backup unit and the case was completed successfully. A procedural delay was reported due to the exchange of the gross traction unit.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
The steris account manager provided pictures of the gross traction unit which shows what appear to be fractures along both sides of the unit. This source of the damage could not be confirmed, but it likely resulted from impact damage. The unit subject of this event was returned to steris for evaluation. The evaluation determined the only cause of the malfunction could have been the damage to the locking mechanism.

Event description:
No injuries were reported.